Event description:
Additional information was received from the patient. In response to the second (duplicate) patient letter, the patient stated the circumstances that led to the reported issues were unknown. When asked if the physician was able to determine the cause of the issues, the patient stated it was "not appropriate. The manufacturer tech had the equipment to change the settings." Patient reported the settings were reset and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what the circumstances were that led to the issue they stated that the device was implanted in 2018, they had more pain, and was set to a higher intensity. When asked about the cause they stated that they were not able to determine the cause. They were referred by their hcp back to the manufacturer. When asked what steps were taken to resolve the issue they stated that they tried decreasing the intensity but it made no difference. When asked if it had been resolved they stated no, they wanted to meet with a manufacturing representative but had not received a response. They stated it just wasn't working. They were tired of setting 2.5-3 hours to recharge everyday. The pain change to their lower right back, shins, burning and tingling feet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they weren't getting the pain relief they desired since about 6 months ago and the issue was getting worse 3 months ago. Patient noted it was taking 2. 5 hours to charge their implanted neurostimulator and the implanted neurostimulators battery wouldn't last overnight. Agent reviewed the ins battery depletion was dependent on the ins settings and usage. Pt noted they would get the relief in the areas that they desired. Patient services specialist reviewed role of representative and provided the patient with the nas number for their healthcare provider office.  The patient was redirected to their health care provider to further address the issue.